Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to best of our knowledge.

Event description:
The customer stated that she was hospitalized, due to hyperglycemia. The customer's blood glucose reading at the time of the phone call was 144 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that he did not check his blood glucose on the day of the event. Nothing further was reported.